Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was positioned and the capture, sensing and threshold were stable. Once the lead was connected to the implantable cardioverter defibrillator, there was no sensing, only pacing. The lead was disconnected from the device and sensing was fine. The physician repositioned the lead and again the capture, sensing and impedance were in range. Once the lead was connected up to the device, there was no sensing again. The patient went into a brady/tachy syndrome and the blood pressure dropped so the lead was extracted and the pocket was closed and the physician aborted the procedure. An echocardiogram was performed which showed a slight pericardial effusion. It was unknown if the lead caused a perforation or if it was an existing condition before the procedure started. The patient was stable post procedure.